Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower, the half height cubie drawer 2 was not detected on bus and unable to open. As per part investigation, it was determined that there was thermal damage observed on the pcba pmc pyxis mini fw1-12. There were no delay, no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for s/n (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record (DHR) for serial number (B)(6), covering the manufacturing period beginning on 15sep2021, was conducted. The review confirmed that no manufacturing nonconformances or production-related failures were identified that correlate with the custom ER-re ported issue. The reported issue "device not on bus" was confirmed during fse testing and subsequently confirmed in the dchu inspection process. The device was initially evaluated by field service engineer (fse) according to work order (B)(4), the fse reported that the drawer board had only the power light illuminated, so the fse replaced the board. After a reboot, the board was detected and the system updated the drawer information. The laboratory inspection confirmed that the "pcba fh cubie pmc" suffered a thermal damage in the component u501. No further laboratory tests were required due to the visible damage observed in the external inspection. The device was in use for treatment purposes as intended per 21 cfr 820.198(d).